Manufacturer narrative:
Date of birth: only the patient's age was provided, therefore a default date of birth has been listed FDA notified: the initial reporter also notified the FDA on 2015-07-01 via medwatch # (B)(4). Investigation summary: no product or photo was returned by the customer. The customer complaint of broken fusion set could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0500 lot number 21053017 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 18may2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that the as lvp 20d dehp 2ss cv experienced component separation. The following information was provided by the initial reporter: patient with enlarged aortic aneurysm was admitted for an endovascular repair. When injecting contrast through the catheter, from the bd alans pump infusion set, the catheter broke apart into 2 pieces. Both pieces were removed without known harm to the patient.